Manufacturer narrative:
The autopulse, serial number (B)(4), was returned for evaluation and repair on (B)(6) 2016. A visual inspection confirmed that a few wires from the restraint hook were broken. This type of physical damage can occur through normal wear and tear over the life of the device. Autopulse serial number (B)(4) was manufactured in january of 2015. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse serial number (B)(4). Additionally a historical review of complaints in general indicated no trends of broken wires of the restraint hooks. A review of the autopulse archive data resulted in no problems found. The returned autopulse was tested and passed all functional specifications. To resolve the issue the service technician replaced the top cover assembly where the restraint hooks are attached. After which the run-in test and final tests were performed and passed all specifications. In summary, the customer's report of a broken wire in the restraint hook was confirmed. The emt that was cut was treated for the cut and the "exposure" issue. No further information is available at this time. If additional information is received a supplemental MDR will be submitted.

Event description:
The customer reported that while setting up a patient on the autopulse, the emt (emergency medical technician) received a cut from the restraint hook on the platform which was coming apart and exposing a broken wire. The emt was treated for the cut to his finger and the "exposure" issue. The type of treatment was not provided. The autopulse was not used on the patient after the emt cut his finger. No other information about the patient or circumstances have been received.